Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they have been urinating badly and wetting a lot for about 4 to 5 months. Patient services reviewed how to sync the programmer and the patient reported seeing the por (power on reset) message. Patient services reviewed the meaning of the por message. The patient indicated that they had multiple trips to the hospital where they may have encountered emi. The patient was redirected to follow up with their healthcare professional.